Event description:
In 2010, the patient/layperson called customer service and alleged to a customer care advocate (cca), that his new onetouch ultrasmart meter prompted an error message when he attempted to test yesterday while he was shaky. The patient thought the test strips were damaged. This senior medical surveillance specialist spoke with the patient two weeks later to obtain further information regarding a reported treatment in the ER for hypoglycemia. The patient received the meter and test strips through his insurance provider, possibly a week before the event. The patient's physician prescribed the meter due to the patient's history of hypoglycemia, not diabetes. He began using the meter around four days before contact, obtaining blood glucose results and sometimes error messages. He does not recall the specific error messages, or if he attempted to test or how he felt the nights before event, the patient awoke at 5:00 a.m feeling shaky and dizzy. Although the patient has a genetic disease that causes trembling, he thought this was more related to low blood glucose. At 5:30 a.m, the patient ate bread to relieve the symptom, and attempted to test, continually receiving an error message rather than a blood glucose result. Three hours later when the symptoms had not subsided, the patient took the bus to the ER. The patient denied being "barely able to walk" as he previously reported to the cca; rather, he said he was "dizzy." The patient had not eaten again after 5:30 a.m. Between 7:45 and 8:00 a.m. After arriving at the ER, the patient was given an IV of fluid and tested on the ER meter, result "10" mg/dl. The ER staff then placed glucose in the IV and later discharged the patient before noon. When he arrived home he ate a "special k bar" at noon and later a normal meal. Although the patient had described incorrect testing technique to the cca (turning on the meter before placing an unused test strip into the test strip port), the patient assured this specialist that he also obtained an error message when testing correctly. The patient did not allege the product was responsible for the event; however, because the patient's blood glucose allegedly was 10 mg/dl on the ER meter, for which he was treated, the complaint is reported. The products were replaced and the patient is successfully testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.